Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient expired while connected to their liberty select cycler. Additional details were provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn stated the patient expired at home due to a cardiac arrest attributed to a significant history of cardiopulmonary disease. It was affirmed that the patient was connected to their liberty select cycler at the time of the cardiac arrest. It was explained that the patient had recently undergone cardiac stent placement surgery to which the patient never fully recovered following the procedure. Emergency medical services were activated but the patient was not transported and pronounced deceased in their home. It was reported that the patient¿s cardiac arrest leading to their subsequent death was not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler showed signs of physical damage; the heater tray was found to be damaged (paint). There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An as-received simulated treatment (with reduced dwell times) was performed on the cycler and passed. The cycler underwent and passed a valve actuation test and a system air leak test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler and the patient¿s cardiac arrest, leading to their death. The cause of this patient¿s cardiac arrest can be attributed to a significant history of cardiac disease with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the end-stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient expired while connected to their liberty select cycler. Additional details were provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn stated the patient expired at home due to a cardiac arrest attributed to a significant history of cardiopulmonary disease. It was affirmed that the patient was connected to their liberty select cycler at the time of the cardiac arrest. It was explained that the patient had recently undergone cardiac stent placement surgery to which the patient never fully recovered following the procedure. Emergency medical services were activated but the patient was not transported and pronounced deceased in their home. It was reported that the patient¿s cardiac arrest leading to their subsequent death was not the result of a deficiency or malfunction of any fresenius product(s) or device(s).